Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that after indwelling the foley catheter, the perfusion tube was connected to the irrigation funnel, but the drip did not occur.

Manufacturer narrative:
The reported event was unconfirmed as the problem could not be reproduced. No root cause was provided as the reported event was unconfirmed. As the reported event was unconfirmed, a device history record review was not required. As the reported event was unconfirmed, a labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that after indwelling the foley catheter, the perfusion tube was connected to the irrigation funnel, but the drip did not occur.